Event description:
It was reported that the patient presented in clinic due to pulmonary embolism. The administered anticoagulation medication had failed, so physician decided to explant the defibrillation system. During procedure, it was found that the right ventricular (rv) lead exhibited externalized conductor and blood clot was found on the externalized portion. The rv lead was explanted. Patient condition was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead (connector portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the ring electrode cable lumen distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.